Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, visibility/palpability.

Event description:
Patient reported "breast hardening, with imaging examination showing non-nodular enhancement, followed by seroma puncture, with results consistent with seroma late", "architectural distortion in the middle third of the breast measuring 6x6x6 mm", "thread-like fragments of whitish, elastic tissue labeled as from the right breast (inferolateral quadrant, 7 o'clock), the largest measuring 1.2 cm in length and the smallest measuring 0.3 cm in length", "biopsy fragments containing architectural changes that fit into category b3 of the european breast pathology group, lesion of uncertain malignant potential", "complex sclerosing lesion consisting of usual ductal hyperplasia, columnar cell alteration, and atypical acinar proliferation", "flow cytometry positive for: cd2+, cd3+, cd4+ in 44.9%, cd5+/++, cd8++ in 18.8%, cd45++", "fibrous capsule with synovial metaplasia" and "histological framework and immuno-cytochemical profile consistent with complex sclerosing lesion with florid sclerosing adenosis, alteration of columnar cells and usual ductal hyperplasia". This record is for the right side. The device remains implanted. Unknown if the device will be returned.

Event description:
Patient reported "breast hardening, with imaging examination showing non-nodular enhancement, followed by seroma puncture, with results consistent with seroma late", "architectural distortion in the middle third of the breast measuring 6x6x6 mm", "thread-like fragments of whitish, elastic tissue labeled as from the right breast (inferolateral quadrant, 7 o'clock), the largest measuring 1.2 cm in length and the smallest measuring 0.3 cm in length", "biopsy fragments containing architectural changes that fit into category b3 of the european breast pathology group, lesion of uncertain malignant potential", "complex sclerosing lesion consisting of usual ductal hyperplasia, columnar cell alteration, and atypical acinar proliferation", "flow cytometry positive for: cd2+, cd3+, cd4+ in 44.9%, cd5+/++, cd8++ in 18.8%, cd45++", "fibrous capsule with synovial metaplasia" and "histological framework and immuno-cytochemical profile consistent with complex sclerosing lesion with florid sclerosing adenosis, alteration of columnar cells and usual ductal hyperplasia". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h6.